Event description:
The pt reported elevated blood glucose readings of over 600 mg/dl which occurred after his insulin infusion set came out. He stated he uses an insertion aid device, IV prep, and an extra adhesive dressing to hold the infusion set in place. He stated he changed his infusion set and injected 22 units of insulin to correct his reading. On follow up, the pt stated he has had no further issues with the infusion sets coming out. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.